Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer called paramedics after falling off the bed and hitting their head. The customer does not think there was an issue with their insulin pump. The customer was not hospitalized. The customer stated that they had a hard time removing the battery cap of the device.